Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. In addition, the patient also reported dizziness, headache and lung disease. Medical intervention was not specified by the patient. The device was returned to third party service center. During the evaluation, the device was visually inspected and found no foam particles in the device. The device's downloaded event log was reviewed by the manufacturer and found 12 errors on the error log. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.